Manufacturer narrative:
This report is for an unknown dynamic hips system (dhs) lag screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: audigé, l. Et al (2014), radiographic quantification of dynamic hip screw migration, international orthopaedics (sicot), vol. 38 (4), pages 839-845 (switzerland). The aim of this retrospective study is to develop and validate a novel technique to quantify cranial dhs migration from ap radiographs, independent of femoral rotation and flexion relative to the x-ray plane. A total of 34 patients (23 females and 11 males) with a mean age of 68 years (range, 37-97 years) were included in the study. Surgery was performed using a 135 degrees dynamic hip system (dhs). The following complications were reported as follows: 6 cases had hip screw "possible migration". 5 cases had hip screw "clear migration". Patient 26 who had a "clear migration", a large difference in the rotation/flexion angle could create a small difference between adjusted and unadjusted values if screw migration was mainly in the vertical direction and if radiographs mainly differed in femoral rotation. Patient 25 who had a "clear migration", a large difference between adjusted and unadjusted screw migration were observed despite similar total rotation/flexion angles if femoral rotation and flexion was pronounced (> 35°) at both time points. This report is for a patient 26 who had a "clear migration", a large difference in the rotation/flexion angle could create a small difference between adjusted and unadjusted values if screw migration was mainly in the vertical direction and if radiographs mainly differed in femoral rotation. This report is for an unknown synthes dynamic hips system (dhs) lag screws. This is report 2 of 3 for (B)(4).